Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, h6. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted 14 years, eight (8) months, is being worked up for possible valve-in-valve procedure due to calcification and stenosis. A 20mm transcatheter valve was implanted. Patient status was stable. Per physician, surgical valve did not prematurely fail/malfunction.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The reported event was not confirmed. The device is not available evaluation. The root cause of this event cannot be conclusively determined; however, this event was most likely impacted by the progression of the patients underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received information a patient with a 21mm 3000tfx aortic valve implanted 14 years, eight (8) months, is being worked up for possible valve-in-valve procedure due to calcification. No other details available at this time.